Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device failed for high impedance. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the data file of the customer's report was provided. Review of the data file did show the error message related to the customer's report. However, without receipt of the device, root cause evaluation could not be performed. The customer indicated that the device has been working as expected and will not be returned to zoll. Analysis of reports of this type has not identified an increase in trend.